Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent two removal surgeries on (B)(6) 2013 and (B)(6) 2013 during which the surgeon noted abdominal wall abscess, intraabdominal abscess, infection, adhesions and recurrent hernia. It was reported that the patient experienced a mrsa infection, severe pain and inflammation. No additional information was provided.